Event description:
It is reported that pt in or for left total hip replacement. Two components were tried and removed. Case proceeded with different components without further incident. Components removed were: zimmer trilogy acetabular system, longevity crosslinked polyethylene liner, 10 degree elevated rim, 36mm ID, 3.5mm offset, for use with 58mm o.d. Shell, lot # 60721880, exp. Date 2012-06. Zimmer trilogy acetabular system shell with cluster holes, porous 58mm o.d., lot #60858989, exp. Date 2018-01.

Manufacturer narrative:
Evaluation summary: the surgeon has alleged difficulty inserting the trilogy liner into the trilogy cluster hole shell. The parts were returned and met blueprint specifications. The locking ring was deformed and damaged, consistent with the backside poly scratching present. Most likely, the surgeon tried to forcefully insert the liner with a misaligned locking ring. The locking ring was removed, aligned properly, and mated correctly with the poly liner. The issue has been identified and there are specific instructions on how to reposition the locking ring. Results/conclusions: device history records indicate all components were manufactured and inspected to specification.